Event description:
Baxter reports, "a pt needed to replace the transfer set, because the occluder feet are broken. Leaks can be observed when the minicap is removed. The reported set was placed" 48 days before event date. There was no pt injury or medical intervention associated with this incident according to baxter.